Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 8 months, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to local primary care physician for treatment of a gout attack and evaluation of open toe wounds. Possible cellulitis infection was noted and the patient was started on prophylactic oral antibiotics. Blood cultures were drawn and came back positive for cocci. The patient was transferred to facility for treatment and readmission. The patient remained afebrile with normal white blood cell count. Infectious disease was consulted. The patient was given intravenous (IV) vancomycin and discharged home on IV antibiotics. The patient is diabetic and has had these non-healing toe wounds since (B)(6) of 2018. Blood cultures were both (B)(6) for (B)(6) and staphylococcus lugdunensis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.